Manufacturer narrative:
Lot number and expiry information are not available at this time. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that they left the saline roller open on the return line during a red blood cell (rbcx) exchange procedure. She stated that a few minutes into the procedure she introduced air into the centrifuge, so the procedure was set up again. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Event description:
The customer reported that they left the saline roller open on the return line during a red blood cell (rbcx) exchange procedure. She stated that a few minutes into the procedure she introduced air into the centrifuge, so the procedure was set up again. Multiple attempts were made to obtain essential information such as patient information/outcome and procedural details but the customer did not respond to any of the requests. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: multiple attempts were made to obtain essential information but the customer did not respond to any of the requests. Therefore, a final fluid balance with the unintended saline bolus was not able to be ascertained. The customer did not respond to multiple requests for lot number. Therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release the customer did not respond to the request for disposable lot number therefore a disposable lot history search could not be performed. Root cause: a root cause assessment was performed for the unintended saline bolus to the patient. Based on the customer's statements, the operator failed to follow the screen prompts to fully close the return saline roller clamps at the end of saline prime. A root cause assessment was performed for the air in the centrifuge. Based on the available information a definitive root cause could not be determined but it is likely due to one or a combination of the possible causes listed below: issues with the patient¿s inlet access. Patient¿s inlet access was out of position. The inlet saline line was not properly primed.